Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right lower lobe resection, both two reloads fired, but staple line was incomplete distally and poor staple formation. Staple line was sewn with thread.